Event description:
A (B)(6) female patient called zoll customer support to report that her monitor was displaying wrench code 39. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (wrench code 39) has been confirmed. Upon investigation the monitor had charge profile faults. Resistor r45 was open and the wires on capacitor c19 were damaged on the defibrillator pca board. The root cause for the damaged r45 and c19 components could not be positively identified. No adverse event resulted from the defective monitor. The patient received a replacement monitor.